Event description:
A peritoneal dialysis (pd) patient's contact contacted (B)(6) customer service and complained that the 4x4 island dressing is causing irritation and some bleeding after use. The adhesive too strong for his skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).